Event description:
Customer alleged the needle that is a part of the softclix lancing system used in finger-stick blood glucose testing was sticking out of the device after applying the cap on the device. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.